Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient sample with a cobas 8000 - cobas e 602 module. An initial sample was tested and the initial result at 10:42 was 130 ng/l. This result was reported outside of the laboratory. A new sample was tested at 16:59 had a result of <7 ng/l. The initial sample was repeated and the result was <7 ng/l. The reagent lot number was 51134600 with an expiration date of 31-may-2022.

Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.